Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch had a connection problem. Per the information collected, the wi-fi indicator on the footswitch was red and the colour of the battery indicator was green, which indicates that there was an error in the wireless connection. During troubleshooting, the fse restarted the wfs and the system, but the issue persisted. The fse replaced the wireless footswitch and the base station. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system's wireless footswitch was not working. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.